Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The smart switch pcb power cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.